Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# unknown, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0527943v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0555643v, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that during a battery replacement procedure for normal depletion, high impedances were seen. An adaptor had been used. A new adaptor was placed and the impedances were within normal ranges. There were no injuries and the patient covered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.